Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number were not provided. H4: manufacture date not provided. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. Reassessment based on FDA feedback. The alleged malfunction of heat build-up at the charging interface, described as melting, has the potential to cause serious injury if it reoccurs. Therefore, the case has been reassessed as a reportable malfunction.

Event description:
It was reported that a philips sonicare cordless power flosser 3000 series melted while charging. No injury was reported. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.